Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had experienced a loss or change of therapy; the patient reported that a car door shut on and hit where the healthcare provider (hcp) had entered their back (where the stimulator was anchored) and had made the stimulator move. The patient stopped feeling stimulation right after the door hit the stimulator and now they had to turn the stimulation way up to feel it, that it had to be 1.8v to feel it. The patient stated that ever since the "battery pack" moved they had a return of symptoms and had to go to the bathroom as much as she did before they got the trial and the implant. The patient noted they had not seen the healthcare provider (hcp) yet but would follow up with them.

Event description:
Additional information received from the patient reported that no steps had been taken yet to resolve the device from moving, but they had an appointment scheduled for (B)(6) 2016. It was indicated that their return of symptoms hadn't been resolved yet either.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.